Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a patient with a boston scientific implantable cardioverter defibrillator (ICD) had inappropriate anti-tachycardia pacing (atp) delivery for fast atrial fibrillation (af). Rhythm ID had determined v>a due to under-sensing of af. The health care professional (hcp) fixed the issue by increasing atrial sensitivity and is including the event in a case study write up for a british heart rhythm society (bhrs) egm challenge. As such, further details about how rhythm ID determines v>a was requested from technical services (ts). Ts provided a response and also requested the model/serial number of the associated device. Unfortunately, the hcp saw the patient three months ago and is now working in a different hospital. They have already anonymized the printouts and are therefore unable to provide any device details. Besides the inappropriate atp, no other adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific cannot confirm the clinical observations due to lack of product return. Device history record review: no serial/lot number was provided; therefore, a device history record (DHR) review cannot be performed. If the applicable information becomes available, the investigation record will be re-opened and updated accordingly with the results of the DHR review. Device technical analysis: with all the available information, boston scientific is unable to conclude the root cause of the incident. This device has not been returned; therefore, a technical analysis cannot be conducted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Labeling review: no product family was provided; therefore, a labeling review cannot be performed. If the applicable information becomes available, the investigation record will be re-opened and updated accordingly with the results of the labeling review. Investigation conclusion: as of today, this device remains implanted. With the information provided, we cannot confirm the clinical observations. Risk assessment: a risk review of atp delivered when not required could not be completed using risk documentation because the product family is unknown; however, typically this as reported code is accounted for during product development to support acceptable risk benefit for this product.

Event description:
It was reported that a patient with a boston scientific implantable cardioverter defibrillator (ICD) had inappropriate anti-tachycardia pacing (atp) delivery for fast atrial fibrillation (af). Rhythm ID had determined v greater than a due to under-sensing of af. The health care professional (hcp) fixed the issue by increasing atrial sensitivity and is including the event in a case study write up for a british heart rhythm society (bhrs) egm challenge. As such, further details about how rhythm ID determines v greater than a was requested from technical services (ts). Ts provided a response and also requested the model/serial number of the associated device. Unfortunately, the hcp saw the patient three months ago and is now working in a different hospital. They have already anonymized the printouts and are therefore unable to provide any device details. Besides the inappropriate atp, no other adverse patient effects were reported. This device remains in service.